Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation issues. It was reported that on (B)(6) 2022, a patient presented with grade 4+ functional mitral regurgitation (mr) and a restricted right posterior leaflet. The procedure was followed per instruction for use (IFU). The ntw was placed down the middle of the posterior and anterior leaflets. A good grasp was on the posterior, but not the anterior leaflet. The grippers were down, the clip was re-opened to 120 degrees, and the posterior leaflet came out during a grasping attempt. There were difficulties grasping the posterior leaflet, and after further observation, the posterior gripper was not coming down. The anterior gripper was functioning normally. The clip was inverted and retracted into the atrium to perform troubleshooting. The grippers were unlocked and locked multiple times, and the posterior gripper did not come down. The device was removed from the anatomy. Another ntw was prepped and successfully completed the procedure. The mr was reduced to mild to trace. There were no adverse patient effects, observed tissue damage, or clinically significant delay. No additional information was provided.

Manufacturer narrative:
A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on all available information, the reported difficult leaflet grasping appears to be due to challenging patient anatomy. A cause for the reported single gripper actuation issue could not be determined. There is no indication of a product issue with respect to manufacture, design or labeling.